Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that anomalous impedance measurements were observed during the implant attempt. The lead was not implanted.